Event description:
The device was explanted when asynchronous pacing was observed along with the absence of sensing markers. A pacing impedance of 630 ohms and a threshold of 1.5 volts at .5 ms was also reported.